Manufacturer narrative:
Investigation ¿ evaluation: a review of the specifications, quality control and a visual inspection of the returned device was conducted. One ngage nitinol stone extractor was received for evaluation. The device was returned with the handle in the closed position and the basket formation in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. The polyethylene terephthalate tubing (pett) is 3.5 cm in length. A visual examination noted a severe bend in the basket sheath at the nose of the mlla. A functional test was performed and the unidex (udh) handle partially actuates the basket formation, if the bend in the basket sheath is straightened out. The support sheath and the basket sheath were found to be detached. Adhesive is on the basket sheath where the support sheath should be located. The handle was disassembled. The basket formation could be manually actuated. The complaint is confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be performed as the lot number of the complaint device was not provided. A review of complaint history for the product lot was also unable to be performed as the lot number was not available. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing a flexible ureteroscopy procedure by using a laser and an ngage nitinol stone extractor device. The physician deflected the cystoscope to reach the middle and lower calyx. The ngage nitinol stone extractor automatically bent due to this deflection; however it was noticed that the basket of the device would not close properly. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested from the customer.